Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to the helix screw not extending after repositioning. Initially the lead was placed and the helix was successfully extended; however after the helix was retracted and the lead repositioned, the helix screw would not extend. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.